Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported a return of tremors in their hands on the day of the report. It was stated they were doing everything the same as they normally would have when they felt the return of tremors. It was indicated that the stimulation on/off was not related to positional movement. No trauma or falls were reported that could be related to the issue. The patient had checked their device with their patient programmer and the therapy status was stimulation on. They were currently at 3.2v. It was noted the patient¿s doctor did all the programming and adjustments. The patient was implanted for essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.